Manufacturer narrative:
The pump passed the displacement test however, pump alarmed compromised sensor system during the prime and compromised sensor system test at 4 lbs due to faulty fsr (gold). Unable to perform the basic occlusion test, occlusion test, and excessive no delivery test or verify motor error and no delivery alarms due to a33 alarm. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error . Customer's blood glucose level was 131 mg/dl. The customer was able to rewind the insulin pump due to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.